Event description:
Customer reportedly received results of 98 mg/dl and 48 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results. The customer self-treated with 3 candy bars and his condition improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.